Event description:
It was reported that, using another manufacturer?s processing cord blood processing equipment, the user observed a leak at the bottom seal of the device?s freezing bag component. The leak was observed following the user?s employment of the equipment to seal the freezing bag. After discovering the leak the technician disconnected the small compartment of the freezing bag and the tubing segments, and then transferred the contents of the large compartment into a new transfer/freezing bag set due to the event, and transfer of the bag?s contents, approximately 1ml of cord blood product was lost. The cord blood product was then further processed for freezing and frozen storage uneventfully.

Manufacturer narrative:
The returned device component (freezer bag) was evaluated by the firm's engineering group. Upon visual examination, the leak near the lower right hand corner of the large chamber was confirmed.a flattened area just to the left of the cut line appears to be the footprint of the sealer head. Looking to the left, the "v" shaped notch (highlighted by a white mark glistening from the test liquid still in the area) is the exact location of the leak. A raised ridge of plastic descending from the area just above the seal to the vertex of the "v" shaped notch appears to be melted bag material thrown outwards from the face of the bag. The reporter's description of the point in the workflow where the leak was, along with the engineering group's physical examination, are all consistent with a breach of integrity of the larger chamber due to electrical arc generated by the user during the act of rf sealing of the lower channel of the freezer bag. A black line on/at the seal is likely carbonized bag material, heated to very high temperature during the propagation of the arc. An upturned flap of material along the spine of the ridge is material heated to melting and then frozen into position as the area cooled.a review of the manufacturing history was conducted using the only information available. It was seen that the batch of the freezer bag reported in this complaint was received from the supplier without any issues and used in seven lots of finished product. These seven lots were reviewed and no exception reports or deviations, related to the nature of this complaint, were found. Two of these lots were involved in some previous complaints, but cannot be definitely considered as a causal or factor for this defect.the engineering group has been in contact with the sealer manufacturer, which continues to work to minimize these occurrences with newer designs for sealer heads for this application. Summarythe user's report was confirmed and appeared most likely to be linked to the rf heat-seal made by the user on the freezer bag. The firm is consulting with the manufacturer of the heat sealer to develop a sealing head that will decrease the potential for seals that result in leaks of this nature.unless substantially significant information becomes available, this constitutes a final report.